Manufacturer narrative:
Complete information from patient identifier: multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module when compared to another instrument. The following data was provided (sodium normal range 136 to 145 mmol/l): sid (B)(6) sodium 116 mmol/l, repeated on another instrument sodium 138 mmol/l sid (B)(6) sodium 118 mmol/l, repeated on another instrument sodium 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer, replaced the ict probe, and requested service. Service inspected the analyzer and determined the tubing, peristaltic head (rohs) the cause of the depressed results and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no additional discrepant results documented since the replacement of the tubing, peristaltic head (rohs). A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling review concludes that the issue is adequately addressed. The alinity ci-series operations manual addresses operational precautions, limitations, and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of erratic sample results. The alinity c service documentation provides instructions for the removal and replacement of the tubing, peristaltic head (rohs). Based on the information within the complaint record, no systemic issue or deficiency was identified.